Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified distal right coronary de novo artery. A 3.0x18mm xience v stent was deployed and a distal edge dissection occurred. A 2.5x12mm xience v was used to cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.